Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, component codes, investigation conclusions), h11. Corrected fields: d10 (concomitant products). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID no.: (B)(4).

Manufacturer narrative:
Updated fields: b1, b4, g3, g6, h1, h2, h6 (health effect ¿ clinical code), h11 the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 ( investigation findings), h11. Corrected fields: h6 (health effect ¿ clinical code, health effect ¿ impact codes). Reference complaint ID # : (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
In the cardiac catheterization room, an intra-aortic balloon (iab) trp4046 was inserted into a patient with ami for pci support. The attached sheath and 0.025-inch guidewire (gw) were used for insertion into the right femoral artery. The procedure was performed according to the attached instructions, and no resistance was observed during insertion. Following the completion of pci, the patient was transferred to the ICU. After a few hours of iabp therapy, a gas loss alarm was triggered, causing the pump to stop. Upon inspection, no indication of balloon leakage was found, so iabp therapy was resumed. Later that night, a single gas inflow alarm occurred, leading to another pump stoppage. Although no signs of balloon rupture were observed, it was suspected that the balloon catheter might be the cause. Consequently, the catheter was replaced with another balloon catheter of the same size (trp4046). The patient had atrioventricular block, necessitating the use of a temporary pacing catheter. Additionally, arrhythmia (pvc) was present. After balloon removal, the catheter and sheath will be returned. However, since the side port of the extracorporeal tube and sheath has been disconnected and the balloon has been cleaned, its current condition is not preserved. This incident, in which the device stopped functioning, has been treated as a reportable event and will be communicated to the manufacturer. Although there were no signs of balloon rupture, I would like to understand the cause of the gas-related alarm.